Event description:
Clinical Narrative:Impella 5.5 was inserted via right axillary artery graft site in a 46-year-old male patient presenting with Acute Decompensated Chronic Cardiomyopathy. The patient¿s comorbidities were coronary artery disease, cardiac arrest, and Cardiopulmonary Resuscitation . The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage was not reported.The delivery of the Impella 5.5 was aborted when there was observed vessel trauma with the attempted delivery. Resistance was met when inserting the pump over the guidewire. Vascular damage occurred which was repaired. The type of vessel repair and location of damage was not reported. Contributing to the event was that the native artery that was reported to be small and deep.No pump metrics are available.Post removal of the Impella 5.5 pump the patient was noted to be stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.